Event description:
Pt implanted with nail and screw approximately ten (10) months ago was discovered to have a possible infection. Pt was returned to operating room on (B)(6) 2012 and the hardware was removed. It is not known if pt was revised to any new hardware. This is one of two reports for this event.

Manufacturer narrative:
Implanted approximately 10 months ago. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Concomitant device reported in error; no concomitant device.

Event description:
This is report 2 of 3 for complaint (B)(4). This report is for an unknown nail.